Manufacturer narrative:
Device evaluation determined that the reported issue was not able to be duplicated as the forceps movement during the inspection and testing were found working however, the c-body forceps cover glue was observed peeling and pinhole on the unit probe was determined not affecting the function of the unit. Based on evaluation findings the reported issue was not confirmed, however damage to the unit probe and peeling glue cover on the c-body were observed. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that in the middle of a therapeutic procedure, the forceps elevator of the device does not move down to deploy. The user used another linear scope with model gf-uct180 sn: (B)(4) and the intended procedure was completed. There was an approximately 10 minute delay in the procedure with no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, the peeling glue on the forceps lid of the control body was likely caused by an external force applied by rubbing strongly on the part during transportation, storage, use, cleaning, etc. It is also possible that the adhesive deteriorated and peeled off due to long-term use. The instructions for use states: "important information ¿ please read before use: warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."